Event description:
MFR employee reported lead removal due to sign of infection. Patient symptoms were "crps." The device was explanted prophylactically and scrapped without obtaining cultures. The primary location of the infection was near the extension connector. The infection resolved.